Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the system software manually. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that an intuitive representative contacted technical support regarding an error that appeared during a software update. The update had been initiated an hour before the call. The system displayed errors indicating the update had failed. A power cycle was attempted, but the system continued to show error 297. The customer reported event has no report of patient injury.